Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 30 mg/dl. Prior to the event, the customer was eating a snack, and he stated he may have given too much insulin for it, causing his blood glucose levels to drop lower than 15 mg/dl. The customer's wife helped him raise his blood glucose levels with glucose liquid shots, cake and soda. The customer stated that the insulin pump is not loud enough when it sounds with alarms or alerts. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.